Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had postoperative astigmatism and the iol was noted to be rotated about 34 degrees from the target axis. Additional intervention is not planned because the patient reported to the surgeon that she can see well. Additional information has been requested.